Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists various types of organ failures and dysfunctions (including right heart failure) and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024 the patient went into the operating room on veno-arterial extracorporeal membrane oxygenation (va ECMO )cardiohelp (flow 4.74, speed 3800 rpm's) heartmate ii at 7800 flow 0.0, pi 3.9, pp 2.9 patient for planned exchange to heartmate 3, (B)(6). During the procedure the patient had concurrent aortic valve replacement secondary to moderate/severe aortic insufficiency. After the procedure, the heartmate 3 was at 4200 rpm's, flow 2.1, pi4.3, pp 2.5. With right ventricular insufficiency so the patient was placed back on va ECMO. On 21mar2024 tech services received an after hours emergent call from an advent health nurse asking if there was a way to increase the heartmate 3 system controller alarm off time. Tech services informed the nurse about the extended silence feature and informed her to access this feature. They also said that the pump speed would need to be lowered briefly and that the nurse should speak with the physician prior to making the adjustment. The nurse said they would and had to end the call to get back to the patient. The patient passed away on (B)(6) 2024 due to withdrawal of care in the setting of multi-system organ failure and cardiogenic shock. The physician noted that the patient had profound vasoplegia. The outcome was device/therapy related. An autopsy would not be performed. The pump was not explanted and will not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.